Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Data analysis was consistent with the removal of a properly applied and functioning sensor. Therefore, issue is not confirmed. Section d4 (serial number) was updated from (B)(6) to (B)(6). Section d4 (primary UDI number) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced "low blood sugar" and self-treated by consuming chocolate for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced "low blood sugar" and self-treated by consuming chocolate for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.